Event description:
A surgeon reported a threadlike foreign body was observed during surgery, and was injected into the chamber of the pt's eye. The foreign body was not removed and per the surgeon, there was no pt harm. Additional information has been requested.

Manufacturer narrative:
The retention samples were inspected, and no foreign material was observed. The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 10/15/2010, 10/20/2010, and 11/05/2010 by phone and by mail. A completed questionnaire has not been rec'd. (B)(4).